Manufacturer narrative:
Submit date: 4/13/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states the technician pulling pharmaceutical ingredients into the syringe noticed the medication leaked out of the side of the syringe.

Manufacturer narrative:
The sample was received at the manufacturing plant for evaluation. The syringe presents crushing deformity thru barrel. This indicates the damage occurred following assembly as the plunger and tip would not insert into a crushed barrel. The most likely root cause for the damaged syringe is a jam within the rotary assembly machine (ram) and the part not being manually removed and scrapped when clearing the jam. Sensors within the ram also serve to detect reject assemblies which may be missing parts or have incorrect assembly due to jams or damage. To confirm sensor function, syringe with missing plungers were cycled through the ram. Each barrel nest houses two barrels. One side was run with correctly assembled syringes while the other side contained barrels with only rubber tips and no plunger. The ram correctly rejected all syringe missing plungers confirming correct function. An escape may have occurred if the ram was stopped for maintenance while a reject syringe was in queue. Following maintenance, jammed or reject parts should be cleared manually if the maintenance activity may potentially reset automatically identified rejects. As only one reject sample was reported from these lots this does not appear to be a systemic failure and instead an isolated incident. A formal corrective and preventative action has been opened for this issue. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing activities. In addition, as a preventive action for manufacturing site operations, a monthly complaints report is sent to focus factory personnel, summarizing the latest events reported by the customer.